Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the energy activation log shows that for the vessel sealer extend instrument, there were 14 vs_bipolar events with no errors and 91 vs_seal events with 1 high initial starting impedance error. The user likely tried to seal too much tissue possibly resulting in an incomplete or insufficient sealing. No errors were seen in logs. An image of the skin wound in the buttocks area was provided by the customer; however, no additional information was able to be obtained regarding a source of the injury based on the image review. Manufacturer report number 2955842-2025-38871 captures the monopolar curved scissors instrument as a possible contributor to the burn injury.

Event description:
It was reported that after a da vinci-assisted kidney cystectomy procedure, burn marks and blisters resembling pressure sores were observed in the buttocks area. A medtronic valleylab neutral pad was properly used, with the electrosurgical unit (esu) settings at low-50w for the maryland bipolar forceps instrument and fulgurate-40w for the monopolar curved scissors (mcs) instrument. The surgeon or site speculated that the injury might have been caused by unintended energy transmission during dissection near the cyst wall, which was situated close to the abdominal wall. Initially, the vessel sealer extend (vse) instrument was used, but it was subsequently replaced with the mcs instrument, with no issues reported. There were no intraoperative complications, and the procedure was successfully completed robotically. There were no interventions specified. Although an inspection of the system and instruments revealed no damage, abnormalities, or malfunctions; the vse and the mcs instruments are considered possible contributors.